Event description:
An account reported that the trendelenburg and reverse trendelenburg on this bed stopped functioning.

Manufacturer narrative:
The loss of trendelenburg/reverse trendelenburg has the potential to cause serious injury or death. The technician replaced an electronic control board in order to resolve the problem.